Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump was leaking from the purge sidearm. Fluid is clear in color and dripping at a very slow rate. Purge flow/pressure was within normal limits and no alarms were present. No visible crack was in the cassette. All connections were checked and tightened. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning, ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. After 6 days on support, leak form purge sidearm was noted. All connections were checked and tightened. The pump was returned. Data log review showed no abnormalities. The returned pump covered in dried dextrose and thus was soaked in warm water and run for 1 hour with leak unable to reproduce. Device was unable to get up to nominal purge pressure as the pump was cut off in the field before product was returned for investigation. Investigator removed purge sidearm cover and small droplets were noted on the inside cover. Purge reservoir was back loaded with syringe and purge tubing was blocked where the pump should have been. Despite pressurizing the purge system to levels beyond anticipated use case, the leak was unable to be recreated. The cause of the purge leak - pump was not determined since issue could not be recreated during investigation. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27294 as it is unknown if the initial reporter also sent the report to the food and drug administration.